Manufacturer narrative:
The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when manufacturer's investigation is complete.

Event description:
The MFR received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.